Event description:
Complainant alleged that while attempting to pace a (B)(6), male pt, the device was unable to adjust the pacer rate or pacer current. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.